Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.